Event description:
Event description guidant received information that this implantable lead displayed a steady rise in pacing impedance over 3 years, and is currently out of range. All other lead measurements are normal and stable. The device paces 30-40%. The were no episodes of noise.